Event description:
It was reported by service report that the cable stripped and the cylinder is not functioning. It is unknown if there was patient involvement or if there are adverse consequences to report.